Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37761, serial# (B)(4), product type: recharger. (B)(4). Analysis of the desktop charger serial# (B)(4) found broken connector.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported the recharger was not charging. It was noted the connector pin broke on (B)(6) 2014. It was further noted the patient's ins had been dead the past couple days because they had not been able to recharge. It was noted the patient did not have a current follow up healthcare professional. Additional information received reported the connector was broken on the desktop charger. The desktop charger was returned and analysis found the connector was broken. Additional information was requested to determine the outcome, but was not available as of the date of this report. If additional information is received, the event will be updated and a follow-up report will be sent. The patient's medical history was not included in the report.